Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. As received, the monitor was delivering monophasic pulses during incoming testing. Upon investigation, it was found that there was corrosion on j1, j101, j502, j1000 and j1002aa. The cause for the corrosion was liquid contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a pulse below the lower limit during testing.